Manufacturer narrative:
Review of history logs determined that the user runs sucker pumps frequently at or above 3lpm of flow. Per the instructions for use, running suckers at a high flow rate may pressurize the venous reservoir. User was advised to either run a line of tubing from the vavd open to atmosphere or lower the flow rate on their sucker pumps.

Event description:
User reported an issue with the ventilation module venting to atmosphere to prevent pressure build-up. There was no patient harm; however, this issue could create a risk to the patient / user if this were to persist.